Event description:
It was reported that after catheter insertion there was very low flow. The pt was sent back to the angiosuite to be checked. A plastic tube was found in the lumen which blocked the flow. The plastic tube was taken out by the doctor and the flow was normal.

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all quality requirements were satisfied. The complaint was forwarded to the MFR for further evaluation. When the investigation is complete a final report will be submitted.